Event description:
It was reported to integra "md placed skull pins in mayfield headrest; upon turning patient to prone position, headrest shifted and pin caused laceration on patient's skull. The headrest was immediately removed from case."

Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.